Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device was received and evaluated. Visual observation confirmed that the anchor was broken in half. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. There was no information provided from the affiliate about the insertion, bone quality or instrumentation used. The root cause can be a combination of the above mentioned issues. This complaint can be confirmed. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. A non-conformance search was performed for this product code 222233-lot #3829047 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the 5.5 healix br anchor w/ocord device broke into two parts when it was placed by the surgeon. According to the reporter, the surgery was performed in the correct way. It was further reported that half of the anchor was left inside the patient's bone. It was reported that when the surgeon tied the suture of the anchor, the suture broke. There was a ten minutes of delay in the surgical procedure. It was not reported if a spare device was available for use. It was not reported if and how the surgery was completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.